Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 400cc mentor memorygel breast implant (catalog number 3504004bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device will be explanted on (B)(6) 2019 and will be replaced by an unspecified mentor gel breast implant.

Manufacturer narrative:
On 11/19/2019, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update to the events submitted in the initial report. The patient¿s impacted device was explanted on (B)(6) 2019 and replaced by a 400cc mentor gel breast implant. Additionally, the mentor failure analysis lab has received the device for evaluation on 11/11/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).